Event description:
It was reported that upon opening the packaging of the 3.0 x 12 mm trek balloon, examination of the device was performed with no bends, kinks or other damage noted. Negative pressure was applied and slowly released to neutral, allowing some contrast to fill the balloon inflation lumen. The device was handed to the physician for removal of the protective sheath. However, removal of the protective sheath was noted to be difficult. Another physician attempted to remove it, however, it was still unable to be removed. The device was not used on the patient. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.